Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the clip applier broke after/during placement of the first clip. The device was used on the patient, however it had no consequences for the patient. Intervention: unknown. Patient status: no consequences for the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged device as the shaft was observed to be bent. Testing was performed on the event unit, and the unit functioned as intended. Based on the condition of the returned unit, it is possible that the reported event was caused by a large force that was exerted on the unit during passage through the trocar. It is also possible the shaft was bent due to improper handling of the device prior to usage. However, the exact root cause of the bent shaft is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: unknown. Event description: cliptang brak na /tijdens plaatsen eerste clip. Het hulpmiddel is gebruikt bij de patiënt, het heeft echter geen gevolgen gehad voor de patiënt. [Translation] the clip applier broke after/during placement of the first clip. The device was used on the patient, however it had no consequences for the patient. Intervention: unknown. Patient status: no consequences for the patient.